Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button intermittently gets stuck. In addition, it was reported that the insulin gauge is "inconsistent" and that the customer has to "wiggle" the cable for the pump to charge. There was no reported impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support.